Event description:
The customer reported experiencing erratic total thyroxine (tt4), triodothyronine (tt3), thyroid stimulating hormone (tsh) and t-uptake patient results generated from an access 2 immunoassay system for three patients. The suspect tt3, tt4, t-uptake and tsh results were not reported from the laboratory and hence there were no deaths, serious injuries or modification to patient treatment associated or attributed to this event. The customer reported receiving several "ultrasonics surface detection failed while lowering probe" and "ultrasonic phased lock loop failed" errors while analyzing patients and quality control results. Beckman coulter inc. Assessment of customer supplied instrument assay performance data indicated that the quality control values obtained from the various assays demonstrated the same erratic behavior prior the event. A twenty replicate level sense wet/dry test generated results which failed both the dry portion and the wet portion due to elevated %coefficient of variations.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) addressed issues with the pipettor module including replacing the pipettor tip and making adjustments to the ultrasonic voltage. The fse then verified all alignments and voltages before releasing the instrument back to the customer. While a definitive root cause for this event is unknown, these instrument issues are regarded as the cause of all of the involved assay's suspect results. The repairs made appear to have resolved the issue.